Manufacturer narrative:
The device was returned to the MFR for repair and eval. The svc record indicates that the device was manufactured on 01/03/2003 and was last repaired on (B)(4) 2013 for a non-related issue. Eval of the device observed wear on the back surface of all width plates, indicated evidence of over-tightening of the width plate screw. The leading edge of both the head and control bar was worn and the head had minor discoloration. The device was observed to be erratic at times during operation. Customer did not return any blades for eval. Prior to repair, the device was outside calibration specifications at all tested thickness settings on both sides, except for the 0.030" thickness setting, which passed calibration on the left side. In post-repair, excessive exterior corrosion was observed on the motor casing. Given the corrosion on the motor casing, it is likely that the interior of the motor was corroded as well, which likely caused the motor to become erratic, therefore, likely causing the customer's report event. The cause of the corrosion was likely due to the entry of moisture within the handpiece. Improper handling related to cleaning or sterilization of the device most likely allowed moisture to enter the handpiece. In addition, improper handling likely caused the damage to the head and control bar, as well as the lack of calibration of the device, all of which likely contributed to the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome was skipping. No additional clinical info was received prior to this report. A f/u report will be submitted if additional clinical info is received.